Event description:
It was reported that two days post implant the right ventricular (rv) lead had loss of capture and lead dislodgement. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.